Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 30 mg/dl. The customer treated the low blood glucose readings with a pump. The customer stated that she almost got into an accident for having low blood glucose readings. The customer stated that she was getting on the freeway and felt the low blood glucose coming with vision issues. The customer declined to troubleshoot for the pump.